Event description:
Customer reports, via voluntary medwatch report, a case of epi-ingrowth in one right eye, after uneventful flap lift lasik enhancement procedure. Patient came in complaining of decreased vision od, post lasik enhancement, and was noted to have epi-ingrowth upon slit lamp examination. Patient then underwent flap lift and epi-ingrowth removal, for the right eye. Upon further follow up with the reporter, it was learned that doctor is not blaming the laser, and that the patient is expected to do well and will go through a normal post op schedule.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Additional information from the user facility report: (B)(6) 2011, (B)(4).